Event description:
The patient was taken to the electrophysiology lab for placement of an implantable cardioverter-defibrillator (ICD) with leads. Intraprocedure, the physician was able to get a st. Jude lead over a medtronic cougar xt guidewire, but while trying to retract the wire, it became stuck within the lead and unraveled. The wire and lead were removed. Physician went in a second time with another lead and used a whisper guide wire. The lead was positioned, but in trying to retract the guide wire, the distal 5cm of the whisper wire sheared off and stayed in the vein.